Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced higher than normal blood glucose (bg) levels (highest of 307 mg/dl). Reportedly, the customer delivered manual injections to address bg level. The suspected cause of the elevated bg level was unknown; however, the customer has been going out to eat more often. Recommendation was made to discuss diabetes management with health care provider.